Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There has been no reported negative clinical consequences. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(6). Upon completion of the sample evaluation a follow-up report will be submitted.

Event description:
Following issue of requested cells for infusion, ward nurse informed stem cell lab of an incident whereby two bags were leaking during the thawing process. Autologous (B)(4), transplant for myeloma. Total dose collected in 10 bags = 5.15 x 10^6/kg. The dose collected in the two leaking bags = 0.86 x 10^6/kg. The yellow cap was not missing from the bag the customer salvaged in this incident, and they don't think it was missing from the other bag that leaked. (Both bags were from the same batch and were handled identically to the ones that did not leak and no damage was noticed at any of the checking stages). No patient injury has been reported/confirmed by the customer.